Manufacturer narrative:
(B)(4). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the IV tubing of a clearlink continu-flo solution set had a cracked retractable collar on the male luer lock adapter where it was connected to the central line. This occurred during infusion of propofol through the first luer valve in the fentanyl line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed and revealed a cracked/broken male luer. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. To address this condition, the supplier of the component has been notified of the issue. Should additional relevant information become available, a supplemental report will be submitted.